Manufacturer narrative:
Visual inspection was performed on the returned device. The reported difficulty to insert, advance and remove the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. The reported kink was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulty inserting, advancing and removing the device from the guide wire could not be determined; however, the reported kink appears to be related to operational context. Possible factors that may contribute to the inability to advance the balloon dilatation catheter (bdc) over the guide wire and difficult advancing and removing the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, device placement technique, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the inner member. In this case, it is likely that the shaft became kink during the attempt to advance the device over the guide wire, as resistance was noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a mildly calcified, mildly tortuous left anterior descending coronary artery that is 70% stenosed. A 3.00x15mm nc trek neo balloon dilatation catheter (bdc) was loaded onto a 0.014" non-abbott guidewire, with difficulty. Resistance was noted when advancing the nc trek neo bdc over the guidewire and the shaft was observed to kink outside the patient. Difficulty was noted when removing the nc trek neo balloon and both balloon and guidewire were removed as one unit. An unspecified balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.